Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes clotted. The following information was provided by the initial reporter: "platelet clumping on prepared slides."

Manufacturer narrative:
H6: investigation summary bd received 200 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to platelet clumping were observed. 40 returned tubes were analyzed for the edta content and were all within spec limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to platelet clumping were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes clotted. The following information was provided by the initial reporter: "platelet clumping on prepared slides."